Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a revision, during which, the lead and the splitter were replaced. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a revision, during which, the lead and the splitter were replaced. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. (B)(4): the complaint was not verified. A test lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2 x 8 kit 30 cm.